Event description:
The procedure was to treat a lesion in the mid rca. After the zeta stent was deployed, a dissection was noted distal to the deployed stent. Another stent used to successfully treat the dissection.